Manufacturer narrative:
The device was returned to zoll canada for evaluation. The customer's report was not replicated or confirmed. The device was put through extensive testing including full functional testing without duplicating the report. An internal inspection of the device found no discrepancies. The device was recertifed and returned to the customer. The accessories used during the event were returned for evaluation; no discrepancies were found after testing. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.